Manufacturer narrative:
Additional/corrected information: since the initial report was submitted the device has been received for investigation. The devise was returned for investigation. The evaluation is not yet complete.

Event description:
Corrected information: it was initially reported that the patient received a heart transplant on (B)(6) 2017. However, it was reported that the patient was transplanted on (B)(6) 2017.

Manufacturer narrative:
Reference MFR report # 2916596-2016-01878 for the report of the pump exchange due to suspected thrombus. (B)(4). Approximate age of device ¿ 6 months. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient had undergone a prior device exchange due to thrombosis in (B)(6) 2016. It was reported that the patient presented with chest pain and shortness of breath, and that the lvad was producing elevated lvad power and flow estimation readings. On (B)(6) 2017, the patient¿s lactate dehydrogenase (ldh) was 549 u/l and the plasma free hemoglobin was 30 mg/dl. Ramp echocardiogram revealed closing of the aortic valve with pump speed increases. Right heart catheterization revealed right heart failure, and the patient was started on inotropes. On (B)(6) 2017, the patient was discharged home in stable condition and was listed for heart transplant. On (B)(6) 2017, the patient received a heart transplant. No additional information was provided.

Manufacturer narrative:
The report of elevations in pump power and estimated flow were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the elevated parameters could not be conclusively determined. The log file captured transient elevations in power and corresponding elevations in estimated flow reaching values as high as 12.9 w and 12.0 lpm, respectively. Each of these events appeared to correspond with a pi event. Despite the observed parameter fluctuations, the pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. The explanted pump was returned assembled with the driveline severed approximately 9 inches from the pump housing; the distal portion of the driveline was returned in a section measuring approximately 29.5 inches. Examination of device upon disassembly revealed depositions of loosely coagulated blood within the sealed inflow conduit. The depositions were not adhered and their lack of structure indicates that they developed acutely. Examination of the device also revealed soft, pink, depositions on the textured surface of the outlet elbow. The depositions were loosely seated on areas of the blood contacting surface, and their lack of structure indicated that they developed acutely. These depositions appeared consistent with undrained blood from the explant procedure that was trapped within the device. While a specific cause for the development of the depositions could not conclusively be determined, they were unlikely to have contributed the elevations in power and estimated flow captured in the log file or the reported elevated ldh. Examination of the remainder of the blood-contacting surfaces did not reveal evidence of adhered depositions or thrombus formations that would have contributed to a functional issue. The bearings, rotor, and blood-contacting surfaces of the pump were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis, thrombus and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.